Event description:
It was reported that the lead was explanted due to externalized conductors. No further adverse consequences to the patient were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 48.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.